Event description:
It was reported that the patient was unable to adjust the stimulation. A power-on-reset (por) condition was noted and a "call your doctor" message was seen on their implantable neurostimulator (ins). The patient noted that they had let the ins battery get too low. Follow up information received reported that the patient had no concerns with their device therapy. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead model 39565-65, serial# (B)(4), implanted: 2011 (B)(6), explanted: na, recharger model 37752, serial# (B)(4), programmer model 37743, serial# (B)(4). (B)(4).